Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a tlif at l4-l5 to treat lumbar spinal canal stenosis (lscs). It was reported that during screw insertion, the driver disengaged from the screw. Because the surgeon could not re-engage the screw with the driver, a hex screw driver was used instead to continue the screw insertion; however, the screw could not engage the hex screw driver. The surgeon continued to push the screw head with the hex drive to force engagement with the screw and accidentally pushed the screw out anteriorly and perforated an intestine. A general surgeon was called to remove the screw and part of intestine, and an anastomosis was performed via anterior approach. No further incident was reported. Patient outcome was not reported.